Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were out of specifications. There was moisture corrosion found on the force sensor, force sensor plate and surrounding components. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the force sensor calibration and resistance were found to be out of specification. During a bolus test, the pump lost prime. The pump was opened and there was evidence of corrosion on the force sensor, force sensor plate and surrounding components. (B)(6).